Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving several inappropriate shocks. Upon interrogation, aborted shocks were noted. Noise was observed on the iegms. An alert for possible high voltage circuit damage and low high voltage lead impeadance were observed. The lead was capped and replaced.